Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. A visual inspection was performed, and it was observed that the luer sleeve was cracked/broken. An under water pressure test was performed, and no leak was observed. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer end of a clearlink system solution set cracked. This was observed when the nurse attempted to change the line for a propofol infusion. The nurse was unable to remove the end from an "injection cap", as the end appeared stripped and the male end cracked into multiple pieces. The nurse re-primed a new cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.